Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with infection in both eyes. The topical steroid dosage was increased. A brief description of the event says that patient presented with redness and discharge in both eyes beginning approximately 48 hours prior. Corneas are unremarkable, conjunctiva involvement only. It was reported by the account that symptoms and signs suggest bacterial conjunctivitis vs possible viral. Prescribed tobradex every 2 hours for 2 days then taper both eyes with recheck in a week or earlier if necessary. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of redness, discharge/tearing in both eyes. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.25 x -.75 x 90. Left eye pre-op 20/20 -2.00 x -1.00 x 32.